Event description:
It was reported that during the procedure, head of poly axial screw popped off. The surgery was completed successfully with no surgical delay or adverse consequences to the patient.

Manufacturer narrative:
Method: labelling review and risk assessment. Visual, dimensional, functional and materials analysis could not be performed as the device was not returned. It was reported that while implanting a screw, the tulip head popped off; the screw was firmly attached to the driver and the angle was not steep. The screw is not available for return. Manufacturing records were not reviewed because a valid lot number was not provided. The plausible root cause of the reported event could not be determined conclusively. Device was misplaced.

Event description:
It was reported that during the procedure, head of poly axial screw popped off. The surgery was completed successfully with no surgical delay or adverse consequences to the patient.